Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set experienced defective tubing. The following information was provided by the initial reporter: the tubing inside the packing does not look correct - looks defective.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing looking defective outside of packaging was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. A smart site was assembled in place of a male luer. A device history record review for model 20128e lot number 21069608 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the defect is an error in the assembly process. The manufacturing plant was notified of this defect. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #21069608, regarding item 20128e.

Event description:
It was reported that the bd alaris smartsite extension set experienced defective tubing. The following information was provided by the initial reporter: the tubing inside the packing does not look correct - looks defective.